Event description:
A customer reported experiencing cgm error 42 multiple times without resetting the pump in the past 24 hours. There was no adverse impact to the customer's blood glucose level. Technical support decided to replace the pump and instructed the customer to switch to manual daily insulin (mdi) as a backup therapy. The customer was guided on putting the pump into storage mode for its return and agreed to ship it back with a pre-paid label within 10 days.